Event description:
The pt's mother reported that the pt was experiencing return of symptoms for a couple of months. The hcp was concerned that there may be a "positional kink" in the catheter. The pt will follow-up with the hcp to address options. A follow-up report will be sent if add'l info becomes available to us.